Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image indicated that t1 had been cut off of the suture, and t2 was still loaded in the device. A visual inspection revealed that the device was returned without the blue split cannula or the depth limiter. T1 had been cut off the suture; t2 was still present at the end of the needle. The shaft of the device was bent, and the suture had been frayed at t2, between t2 and the knot, and at the knot. There was no obvious debris. A functional evaluation concluded that the manual actuator could be cycled as expected. T2 could be deployed from the needle with resistance. The suture slip knot slid without difficulty until reaching the first fray. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: ¿ it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. ¿ read these instructions completely prior to use. ¿ prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. ¿ reinstall the depth penetration limiter without disturbing implants or suture. The complaint was confirmed. Factors that could have contributed to the event include use of sharp objects in proximity with the suture, improper re-installment of the depth limiter, excess force or tension on the device, or interaction of the needle tip with the suture. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair surgery, after the t1 deployment, it was found that the ultra fast fix suture was rough. The procedure was completed with a backup device but it is unknown if there was any delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.